Manufacturer narrative:
This report is submitted on 15 january 2021.

Event description:
It was reported that the device had extruded, exposing implant. Revision surgery is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021. This report is submitted on 18 february 2021.

Event description:
It was reported that the device was explanted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site. Explant is planned but has not taken place at the time of this report.